Event description:
This incident was reported by the patient to the manufacturer. It was alleged that the patient has experienced an unspecified infection in both eyes (ou) with halos and cloudiness after wearing lenses for few hours. The patient states they have spoken with their eye care provider by telephone but have not been seen in office, the patient is self-treating with ice/cold compress and will seek medical attention if the problem persists. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information related to the alleged infection is unknown. This event is being reported in an abundance of caution due to the allegation of eye infection with the lack of medical information, unconfirmed diagnosis, unknown patient resolution and potential for serious or permanent injury associated with some ocular infection. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable. As the patient is using a different device/model for each right and left eye, please refer to linked manufacture report (B)(6) 9614392-2024-00049 for associated incident report.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Note: as the patient is using a different device/model for each right and left eye, please refer to linked manufacture report (B)(6) 9614392-2024-00049 for associated incident report.